Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. The customer stated no insulin dispensed and screw did not move, when button was pushed. The customer did the troubleshoot, but insulin did not exit neither the screw moved. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.